Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cystocele and stress incontinence. The procedure performed was a mesh cystocele repair and transobturator urethral sling (monarc). The patient underwent an additional procedure on (B)(6) 27. The preoperative and postoperative diagnosis was urge incontinence, urinary urgency, and frequency. The procedure performed was an interstim procedure, stage I and stage ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cystocele and stress incontinence. The procedure performed was a mesh cystocele repair and transobturator urethral sling (monarc). The patient underwent an additional procedure on (B)(6) 2015. The preoperative and postoperative diagnosis was urge incontinence, urinary urgency, and frequency. The procedure performed was an interstim procedure, stage I and stage ii. Findings: a midline incision was made over the cystocele to the anterior vaginal wall and the plane between the bladder and anterior vaginal wall was then bluntly and sharply created down to the lateral recesses bilaterally. In the year 2011 to 2012: patient complaints of kidney stones, dysuria, urinary frequency, urinary, incontinence, urinalysis was negative, underwent cystoscopy and bilateral retrograde pyelogram for right flank pain, bilateral renal stones under general anesthesia, assessment: nephrolithiasis, x ray of the abdomen to be performed in 6 months. In the year 2013 to 2014: kidney stones urge incontinence, female voiding dysfunction, leakage is associated with coughing and urgency. Dysuria, pelvic pain, nocturia flank pain, assessment: urge incontinence, urinary frequency, she has not responded to anticholin ergics, discussed botox, trial of myrbetriq, will plan botox, pne test, follow up. In 2015: patient for lead removal, she wished to advance to surgical interstim, patient who has a long history of urinary urge incontinence and overactive bladder with urgency and frequency. It appears she has failed all the different medication options and she is quite bothered by this problem. She had a percutaneous nerve evaluation trial for the interstim.